Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the unsupported scope error was due to fluid ingress in the plug body. Upon review of quality trending, it was determined that fluid inside of the plug body can result in intermittent image issues, temporarily affecting the video image and other functionalities. This finding was due to user handling. It was also observed that the air and water channel contained a crystallized substance, identified as infacol (simethicone). The tube was cut and cleaned with a brush in which the suspected infacol was removed. This finding was due to insufficient reprocessing or handling of the scope. It was observed that the adhesive of the light cover glass and optical cover glass was worn. It was also observed that the adhesive of the distal end was lifting. It was observed that the insertion tube protector was split. It was also observed that the scope connector had water leakage. It was observed that the bending angle in all directions did not meet specifications and needed adjustment. Additionally, the play in all directions did not meet specifications and needed adjustment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had no image and an unsupported scope error. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was white crystalized contamination in the air and water channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported event as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material in the air/water channel was infacol (simethicone). Additionally, it's probable the customer deviated from the instructions for use (IFU), as infacol (simethicone) is known to be put in the water container by user for anti-forming in digestive tract during procedure. The IFU designates clean sterile water to be put in the water container. The final root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿operation manual instructs to feed nothing into water container other than clean sterile water.¿ olympus will continue to monitor field performance for this device.